Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx stent to treat a heavily calcified and very tortuous lad lesion exhibiting 90% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During delivery, resistance was not noted or excessive force used. It was reported that the device failed to cross the target lesion and stent deformation was observed. It was reported that the stent struts caught on lesion during insertion and damaged the stent.the lesion was pre-dilated with a sprinter balloon and another resolute onyx was able to cross to complete the procedure. No patient injury was reported.